Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during the implant procedure, the right ventricular lead could not be fixed in place. The lead was no longer used and a new lead was implanted.

Manufacturer narrative:
Analysis found normal device characteristics.